Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed and it was observed that the sheeting was detached from the cassette body. Leak testing was also performed which identified a leak from the location where the sheeting was detached from the cassette body. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the bottom. This event occurred before use during set-up. No patient was involved. No additional information is available.